Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, the keypad rubber was undamaged and all buttons responded properly. The alleged tactile changes complaint was unable to be duplicated. The keypad was removed to find no contamination or damage to the button contacts. The battery compartment and cap were undamaged and able to fit securely. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due a display lens leak. The pump cover was removed to find further moisture corrosion to the power printed circuit board and to the keypad connector.